Manufacturer narrative:
Review of the product history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
After washing and inspecting the instrument it was discovered that the thread is broken.

Manufacturer narrative:
An event regarding crack/fracture (thread damage) involving a cutting edge impactor was reported. The event was confirmed. Conclusion: the investigation concluded that: the threads of the impactor fractured in overload. Based on the given information, no identifiable material or manufacturing discrepancies were observed on the surfaces examined. It is noted in the IFU that during cleaning and sterilization the instruments with articulating surfaces must be tested for movement. A moist heat compatible, medical grade lubricant should be applied to all articulating joints prior to sterilization. It is further noted in the surgical protocol that instruments should be handled with caution as they could become damaged. It is unknown how many surgeries the trial was used in over it's lifespan. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
After washing and inspecting the instrument it was discovered that the thread is broken.